Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the emergency room after falling in the bathroom and suffering broken ribs. The right ventricular lead was fractured and exhibited low impedance and loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the lead was crushed at 21.4 cm to 23.2 cm from the connector pin, due to clavicular crush. The outer and inner insulations were damaged in the same region. The inner and outer coils were shorted. The damage insulations could cause the outer coil to make direct contact with the inner coil and contribute to the complaints noted in the field.